Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion and white particles calcification -like in device outer surface. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, deflation.

Event description:
Healthcare professional reported left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Healthcare professional later reported "capsular contracture, baker grade IV", "330 cc saline implants were filled to 340 or 350 range", "deflation". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Healthcare professional later reported "capsular contracture, baker grade IV", "330 cc saline implants were filled to 340 or 350 range", "deflation". Device has been explanted.